Event description:
It was reported that the pump exhibited error code 44442 and failed remediation. There was no patient involvement, no patient in jury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion sensor seal. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to an uninstalled software. As a result, the downstream occlusion sensor seal, latch lock flex sensor, and software were installed. The service history review had no indication that the complaint was related to a service of the device within the review period.